Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and loss of capture one month after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.